Manufacturer narrative:
Available information indicates this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post operative check, it was observed that this device had been reprogrammed due to dislodgement of another manufacturer's right atrial lead. The device had been reprogrammed to vvi by the patient's physician pending a lead revision procedure the following day. The patient experienced hypotension as a result of the changes in device programming. The lead was successfully repositioned without incident, and no subsequent patient effects were reported.